Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that there had been a customer interface problem. A technical support specialist dialed into the cce mnhpescceprodsr, attempted to access ccmc but encountered an "application initialization error," checked the iis pool and found bdidmapppool running, restarted it with no issue but faced the same error upon logging back in, changed the password for the service account in aria, and restarted the iis app pool. Consequently, the technical support specialist managed to log into the cce management console, with services running and messages crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user had an interface problem. Each pyxis was showing an interface error, and the icon indicated a critical override. The customer stated that the user was unable to retrieve medications from the station. There were no adverse events or injuries reported based on this event.